Manufacturer narrative:
Analysis of the log files from the AED showed it was manufactured on 3/12/18 and the battery pack sn 205530759 was installed 9/21/18. Analysis of the log files from the AED did not identify a cause for the depleted battery pack but showed the AED operated as designed and notified the user of the low battery status.

Event description:
A customer reported that their AED is flashing red and will not power on. They reported that this did not occur during patient use.